Event description:
It was reported by service report that the pt right side rail would not latch and the mattress was too big for the stretcher putting a lot of pressure on the siderails. No pt involvement or adverse consequences are reported.